Event description:
Reportedly, the procedure was to treat the 90% occluded lesion at #6-#7 of lad, which was covering the d1 branch ostium, another guidewire was advanced through the target lad, subject guidewire was advanced into d1 branch, and balloon predilation was made in lad lesion. Add'l balloon dilation was performed 2 times in the manner leaving the distal approx 15mm of subject guidewire jailed in d1 branch, so that the distal end of the guidewire was trapped between the deployed stent and vessel wall. Upon removal of the guidewire, resistance was felt and distal end was broken off, remained in the anatomy. Retrieval by snare was attempted but unsuccessful, while vessel dissection was observed, so the pt was sent to CABG surgery treatment, guidewire fragment was removed out.

Manufacturer narrative:
Single reporter exemption #(B)(4). Broken distal fragment only was returned for investigation. Fragment was found to have broken off at 8mm from tip end, sem observation suggested the breakage of core wire due to bending force that was repeatedly given to the core wire. Coil was identified to have broken at 10mm from tip end because of pulling force. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained info and outcomes of product investigation, it is inferred that, guidewire removal manipulation given to the guidewire whose tip was trapped between the deployed stent and vessel wall resulted repeated force of bending to the core wire, and breakage of core when the accumulate force exceeded the product design limit. Along with further removal coil was pulled apart.